Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating current, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime and compromised force sensor and excessive no delivery test. No watchdog set test failure and motor current sensor error detected alarm noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump alarmed for motion sensor test failure and motor current sensor error detected. Customer¿s blood glucose was unknown at time of incident. Customer states that they had black circle on screen but no alarm but while doing rewind she got alarm. Customer advised to discontinue use of pump and revert to back up plan as per hcp¿s instructions. Insulin pump will be return for analysis.